Event description:
Olympus was informed that the customer¿s evis exera iii xenon light source will need to be returned for service/repair due to a reported ¿b30 error code¿ that was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported b30 could not be confirmed. The device passed inspection. However, a third-party part/bulb was installed. A replacement olympus bulb was recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.